Event description:
The customer reported via phone call that she received a new insulin pump. Customer stated that last night the alarm turned on the light of the pump and the bottom right corner of the screen was black. Customer's current blood glucose was 145 mg/dl. Customer wants the pump to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected display anomaly noted during testing. The insulin pump passed selftest. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.